Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly, despite the attempt of multiple cables and power sources. The pump appeared to charge intermittently. There was no reported impact to the customer's blood glucose level.